Event description:
Customer reports having a low blood sugar level of 20 mg/dl, which was by paramedics. Customer's most current blood glucose is 109 mg/dl. Customer states dosage on her insulin pump was set to high. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.